Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), identified a deposition in the interior of the pump cover; however, the report of reported thrombus in the inflow cannula could not be confirmed through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2021 at 4:22:04 through 8:43:41. Low flow events, as low as 0 lpm, were captured from (B)(6) 2021 at 6:46:41 through 8:43:41. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. (B)(6) was returned assembled with the pump cable was severed approximately 2¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft, the sealed outflow graft bend relief, and the outflow graft clip were not returned. The apical cuff was returned and engaged with the cuff lock . Upon disassembly of the returned device, a tissue-like deposition was observed in the interior of the pump cover. Although the deposition within the pump cover was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form in this area and was likely ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. The deposition was sent to an outside lab for histopathology analysis. Per this analysis, the deposition was a single clot consisted of hyalinized fibrin forming a sponge-like pattern with interstices containing debris identified as platelets and/or red blood cells as well as rare host macrophages. The host macrophages sometimes contained brown granules interpreted as hemosiderin. Additionally, acid hematin, a fixation artifact, was scattered on the fibrin clot. Additionally, if the deposition was present in the pump for an extended period of time while the device was in operation, the deposition could have contributed to the decrease in flow observed in the log files. The remaining pump blood-contacting surfaces were free of any depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24apr2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reported death occurred on new pump and will be reported under MFR #2916596-2021-02746. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a sudden drop in flow to zero liters per minute (lpm) in the early morning on (B)(6) 2021. The account suspected ingested pump thrombus. A review of the periodic log file appeared normal. A review of the event log file was normal until (B)(6) 2021 at 6:46:51 when low flow events began occurring. Power also decreased with pulsatility index (pi) becoming less dynamic. Pump temperatures were within normal ranges. Rotor displacement and noise appeared normal. Technical support noted that the pump appeared to be operating as intended. Pump parameter trending seemed to be more suspect of some type of obstruction rather than ingestion. The patient went to the cardiovascular intensive care unit (cicu) and decompensated with mean arterial pressure of 40 mmhg. The surgeon put the patient on extracorporeal membrane oxygenation (ECMO) to stabilize him. The account planned a pump exchange. Prior to pump exchange, ramp echo, heartmate 3 lvad with severely reduced native lv (left ventricle) systolic function and evidence of likely pump thrombosis based on very abnormal doppler waveform in the outflow cannula and no changes in left ventricle diameter at any pump speed. The pump was removed and replaced. Thrombus was found in the inflow cannula extending into the left ventricle. The pump was to be sent to hospital pathology prior to being returned to manufacturer for investigation. The patient developed ischemic bowel on (B)(6) 2021 as confirmed by a computed tomography (CT) abdomen. It was not amenable to surgical intervention and was deemed to be not survivable. The patient's family withdrew care and the patient expired on (B)(6) 2021 at 2:37 am. The pump was working as intended. The family declined an autopsy and no equipment was to be returned. Related manufacturer reference number: 2916596-2021-02746.